Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was previously showed 5 and a half years remaining longevity. During the recent check, the device showed 4 years remaining longevity. The patient was in atrial fibrillation (af). As of this time, the device remains in service. No adverse patient effects reported.